Event description:
It was reported that spectrum pump displayed sys error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was observed at power up and confirmed through a review of the device event history log. System error 105 was confirmed and caused by a failed motor with severed motor mount screws. The failed motor assembly and screws were replaced.